Event description:
It was reported that a patient had loss of therapeutic effect. It was noted that the patient met with ¿a tech¿ last (B)(6) and had an MRI just prior to it, and when he went upstairs he had to wait an hour to meet the tech before seeing the healthcare professional (hcp) so he turned stimulation on. It was noted that it ¿was exactly the same in both legs and balanced from my rib cage to my heal¿ and 1 program was set much higher for when the pain was the worst, and I would start it on that program then after 20 minutes I would shift it to a lower program.¿ it was noted that he told the tech there were a lot of ¿limits because of my rough uneven yard because I have a greater tendency to fall, but in the house it was fine.¿ it was stated that at night the patient never got more than an hour or an hour and a half of sleep because the pain would wake him up. The patient mentioned he had herniated discs ¿that could rupture¿ and the patient stated that the manufacturer¿s representative ¿put him on the very minimum he could feel¿ and the patient got ¿really spotty coverage¿ and on both sides it got intense on the top of his thigh, but he indicated he needed it in the back and they could ¿never balance it out.¿ it was stated that the tech came in at 3:30 and they were there until 7:10 pm and ¿still it was a mess.¿ it was stated that the patient had another appointment last (B)(6) for an MRI and the patient was told ¿they didn¿t put it in MRI safe mode, but they did this time.¿ the patient stated that another person met with the patient last (B)(6), and ¿it got spottier¿ and the manufacturer¿s representative reportedly said ¿it would be better if she made 4 programs.¿ it was reported that when the patient got home he tried the programs the next morning but didn¿t have good results, was frustrated, and said ¿it was agony¿ and that it was hard to turn it off and it was only working on the left side and every program but 1 was like that. The patient thought that they ¿should be able to just reset it to how it was.¿ it was further noted that the manufacturer¿s representative would contact the patient. Additional information received reported that when the patient was seen on (B)(6), the spinal cord stimulation (scs) system was tested and everything checked out fine; no high impedance, and the device was working good. It was stated that programming was done and the patient left without any complaints at the end of that appointment. It was noted that the patient did not mention when the issue actually started. It was stated that the patient was ¿just unhappy in general¿ and the manufacturer¿s representative stated that they would ¿not be surprised if he kept calling them.¿ it was further stated that they could ¿reprogram him every day and patient would still not be happy it appears.¿ information omitted from (B)(4) charging issues (B)(6) 2014 (B)(4) (con): additional information received reported that the patient wanted the device removed. It was noted that he patient was not interested in troubleshooting. It was stated that the cause of the issue was not determined and the issue was not resolved. It was noted that the device remained implanted at the time of this report. It was reported that the patient had loss of stimulation and loss of therapeutic effect. The patient reported overstimulation and a shocking/jolting sensation. It was reported that the patient was unable to adjust stimulation. It was stated that the system was discharged and the patient did not show interest in further analysis. It was stated that the patient reported that he had an MRI and appointment for reprogramming on (B)(6) 2014. It was stated that the patient met with a manufacturer¿s representative on (B)(6) 2014, and the manufacturer¿s representative was ¿very thorough¿ but was unable to capture the programming he had after surgery. It was further noted that the patient saw another manufacturer¿s representative (B)(6) 2014 and the patient stated that she was an hour late and was ¿rude.¿ it was reported that she told him that he may never have the sensation that had been previously programmed. It was stated that the manufacturer¿s representative said what she was doing ¿would be better¿ but the patient stated that instead it was too strong and intermittent. It was noted that the manufacturer¿s representative had made a ¿long list of notes telling him what to do.¿ the patient stated that even with his wife¿s help it was ¿impossible to navigate.¿ it was stated that on (B)(6) 2014 the patient had too strong shocking sensation. The patient stated that the patient services agent was ¿very rude¿ and he shouted ¿are you listening to me.¿ it was reported that he was told to shut up and he was not following directions. It was stated that it had been recommended that engineers needed to do a reboot of his system. It was reported that the patient spent ¿at least 14 hours trying to trouble shoot the device¿ and that he had been waiting 3 weeks for someone with the manufacturer to meet with him. It was reported that at some interval the patient received a call back from a manufacturer¿s representative who ¿told him he didn¿t follow her instructions and he was never to call her again.¿ it was stated that on (B)(6) 2014 the patient lodged a complaint with his insurance company. The patient reported that an insurance company agent told him the manufacturer ¿had more FDA recalls than any other company.¿ it was stated that on (B)(6) 2014, an insurance company agent told the patient that they ¿would sever any contract dealings¿ with the company and ¿asked if he would be willing to give a deposition.¿ it was stated that during the meeting in the hcp¿s office, the patient stated he had no interest in the manufacturer and was willing to let the manufacturer¿s representative retrieve a session file on the ins, but the generator was discharged. It was stated that the patient was alive with no injury. It was reported that the patient had pain and spasm through the legs and back associated with this event. The patient stated that pain and sleep were worse since the stimulator was placed. The patient mentioned a fall when he missed a step. It was stated that he had severe bruising along his hip and leg, but he did not lose stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient and their health care provider (hcp) have opted to explant the device and it is scheduled for 2014-(B)(6). The last time the manufacturer representative worked with the patient the device was working properly and giving good stimulation.

Event description:
(B)(4): it was reported that a patient had loss of therapeutic effect. It was noted that the patient met with ¿a tech¿ last tuesday and had an MRI just prior to it, and when he went upstairs he had to wait an hour to meet the tech before seeing the healthcare professional (hcp) so he turned stimulation on. It was noted that it ¿was exactly the same in both legs and balanced from my rib cage to my heal¿ and 1 program was set much higher for when the pain was the worst, and I would start it on that program then after 20 minutes I would shift it to a lower program.¿ it was noted that he told the tech there were a lot of ¿limits because of my rough uneven yard because I have a greater tendency to fall, but in the house it was fine.¿ it was stated that at night the patient never got more than an hour or an hour and a half of sleep because the pain would wake him up. The patient mentioned he had herniated discs ¿that could rupture¿ and the patient stated that the manufacturer¿s representative ¿put him on the very minimum he could feel¿ and the patient got ¿really spotty coverage¿ and on both sides it got intense on the top of his thigh but he indicated he needed it in the back and they could ¿never balance it out.¿ it was stated that the tech came in at 3:30 and they were there until 7:10 pm and ¿still it was a mess.¿ it was stated that the patient had another appointment last thursday for an MRI and the patient was told ¿they didn¿t put it in MRI safe mode but they did this time.¿ the patient stated that another person met with the patient last friday, and ¿it got spottier¿ and the manufacturer¿s representative reportedly said ¿it would be better if she made 4 programs.¿ it was reported that when the patient got home he tried the programs the next morning but didn¿t have good results, was frustrated, and said ¿it was agony¿ and that it was hard to turn it off and it was only working on the left side and every program but 1 was like that. The patient thought that they ¿should be able to just reset it to how it was.¿ it was further noted that the manufacturer¿s representative would contact the patient. Information omitted from pe (B)(4) charging issues. (B)(4): additional information received reported that when the patient was seen on (B)(6), the spinal cord stimulation (scs) system was tested and everything checked out fine; no high impedance, and the device was working good. It was stated that programming was done and the patient left without any complaints at the end of that appointment. It was noted that the patient did not mention when the issue actually started. It was stated that the patient was ¿just unhappy in general¿ and the manufacturer¿s representative stated that they would ¿not be surprised if he kept calling them.¿ it was further stated that they could ¿reprogram him every day and patient would still not be happy it appears.¿ information omitted from pe (B)(4) charging issues. (B)(4): additional information received reported that the patient wanted the device removed. It was noted that he patient was not interested in troubleshooting. It was stated that the cause of the issue was not determined and the issue was not resolved. It was noted that the device remained implanted at the time of this report. It was reported that the patient had loss of stimulation and loss of therapeutic effect. The patient reported overstimulation and a shocking/jolting sensation. It was reported that the patient was unable to adjust stimulation. It was stated that the system was discharged and the patient did not show interest in further analysis. It was stated that the patient reported that he had an MRI and appointment for reprogramming on (B)(6) 2014. It was stated that the patient met with amanufacturer¿s representative on (B)(6) 2014, and the manufacturer¿s representative was ¿very thorough¿ but was unable to capture the programming he had after surgery. It was further noted that the patient saw another manufacturer¿s representative (B)(6) 2014 and the patient stated that she was an hour late and was ¿rude.¿ it was reported that she told him that he may never have the sensation that had been previously programmed. It was stated that the manufacturer¿s representative said what she was doing ¿would be better¿ but the patient stated that instead it was too strong and intermittent. It was noted that the manufacturer¿s representative had made a ¿long list of notes telling him what to do.¿ the patient stated that even with his wife¿s help it was ¿impossible to navigate.¿ it was stated that on (B)(6) 2014 the patient had too strong shocking sensation. The patient stated that the patient services agent was ¿very rude¿ and he shouted ¿are you listening to me.¿ it was reported that he was told to shut up and he was not following directions. It was stated that it had been recommended that engineers needed to do a reboot of his system. It was reported that the patient spent ¿at least 14 hours trying to trouble shoot the device¿ and that he had been waiting 3 weeks for someone with the manufacturer to meet with him. It was reported that at some interval the patient received a call back from a manufacturer¿s representative who ¿told him he didn¿t follow her instructions and he was never to call her again.¿ it was stated that on (B)(6) 2014 the patient lodged a complaint with his insurance company. The patient reported that an insurance company agent told him the ma nufacturer ¿had more FDA recalls than any other company.¿ it was stated that on (B)(4) 2014 an insurance company agent told the patient that they ¿would severe any contract dealings¿ with the company and ¿asked if he would be willing to give a deposition.¿ it was stated that during the meeting in the hcp¿s office, the patient stated he had no interest in the manufacturer and was willing to let the manufacturer¿s representative retrieve a session file on the ins but the generator was discharged. It was stated that the patient was alive with no injury. It was reported that the patient had pain and spasm through the legs and back associated with this event. The patient stated that pain and sleep were worse since the stimulator was placed. The patient mentioned a fall when he missed a step. It was stated that he had severe bruising along his hip and leg but he did not lose stimulation. Information omitted from pe (B)(4) charging issues. (B)(4): additional information received reported the patient and their health care provider (hcp) have opted to explant the device and it is scheduled for (B)(6) 2014. The last time the manufacturer representative worked with the patient the device was working properly and giving good stimulation. Information omitted from pe (B)(4) charging issues. (B)(4): additional information received reported that the patient was changed out. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the battery was replaced on (B)(6) 2014 and programming was done post procedure.